Manufacturer narrative:
The devices were not returned therefore their conditions cannot be described. The dhrs could not be reviewed as the item/lot information is not available. The devices were used in treatment. No applicable patient history is available. A complaint history search could not be performed without item/lot information. Compatibility of the devices could not be assessed without device identification. With the information provided, a definitive root cause cannot be determined.

Event description:
It is reported that nine patients who rec'd apr stems had periprosthetic fracture; it is unk if the patients were revised or treated with fracture management.

Manufacturer narrative:
Information was rec'd via published literature. Please reference literature at the following location: http://www.sciencedirect.com/science/article/pii/s0883540315004453. This report will be amended when our investigation is complete.